Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that patient presented for initial pacemaker implant surgery on (B)(6). During the procedure, the device exhibited loss of rf telemetry connection. Upon re-establishment using inductive telemetry, the device was found in backup operation. Multiple device restoration attempts were not successful, and device remained in backup operation. The clinician replaced the device and a new pacemaker was implanted without any issues. The patient was reported to be stable before, during and after surgery and will be followed up with per routine.

Manufacturer narrative:
Analysis was normal. The reported event of backup operation and loss of telemetry were confirmed. The device was found in backup operation due to a power on reset. The cause of the backup could not be determined, however, the device did not exhibit any anomalies which may have resulted in the reported event.